Event description:
Description: was housesitting for a friend and used clear care contact cleaner to rinse my contact and put it in my eye, resulting in severe pain and burning. Outcome: visit to clinic/doctor. When and how was error discovered: I burned my eye. Pt counseling provided: unk. Reporter's recommendations: not make it look just like normal contact saline rinse. It says #1 in comfort on the front. (B)(4).